Event description:
A discordant, falsely low testosterone result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was rerun, and the correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely low testosterone result.

Manufacturer narrative:
The cause of the discordant, falsely low testosterone result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00011 was filed on (B)(4) 2013. Additional information ((B)(4) 2013): the customer contacted the siemens technical solutions center. The customer stated that there were clot detection errors. During troubleshooting, the customer primed the instrument and performed a transducer diagnostic without receiving any instrument error messages. The customer ran quality controls, which were within range. A siemens customer service engineer (cse) followed up with the customer later that day, and the customer stated that the instrument was running without errors. This instrument is performing according to specifications. No further evaluation of this device is required.